Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that left ventricular (lv) lead exhibited high pacing thresholds and was found dislodged. A revision was performed wherein the physician attempted to reposition the lead, but failed after he was unable to pass a wire through the inner lumen of the lead. The lv lead was extracted and the patient was treated with intravenous antibiotics to resolve the issue. A new lv lead was implanted during the procedure. No additional adverse patient effects were reported.